Manufacturer narrative:
Of the two devices, one lot number was provided and lot history review was performed. All two devices were not returned to the manufacturer for evaluation, however, medical records were provided for both malfunctions. For both malfunctions, the investigation is confirmed for filter tilt, material deformation, and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device, material deformation and patient device interaction problem. This information was received from various sources. This malfunction involved two patients with no consequences. Two male patients age were reported ranging from (B)(6) years, and both patients weight were not provided.